Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a red "x" indicator and the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The one-step CPR complete electrodes were received at zoll with packaging unopened. The customer's report was duplicated and attributed to the disconnecting self-test wire from the connecting two electrodes. The electrodes were able to discharge a 200 j shock by attaching to the defib analyzer. The electrodes were replaced and scrapped. Analysis of reports of this type has not identified an increase in trend.